Event description:
It was reported that the implant collar on an unknown tooth site fractured and was removed.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). PMA/510(k) number not available. It is unknown at this time if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) unknown zimmer implant was reported as fractured; however, it was not returned for investigation, so visual evaluation could not be performed. Additionally, functional testing to recreate the reported event could not be performed due to the nature of the device & event. Pre-existing conditions not noted as a per was not provided. Additionally, dental information is unknown, and the customer did not provide x-rays or pictures. DHR and complaint history review could not be performed, as the subject lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Therefore, based on the available information, device malfunction could not be confirmed/verified, and the reported event remains unverifiable due to the product not being returned.